Manufacturer narrative:
H3, h6: the navio surgical system (india) part rob00036, sn(B)(6) intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified 1 similar event. Although the reported problem was not confirmed, a factor that may have contributed to the reported event may have been associated with a cpu failure. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure. This failure is an identified failure mode within the risk assessment. Per complaint details from india, it was reported that during set up before a navio procedure, it was found that the screen was not responding to touch command. This is a cpu issue and needs to be replaced. Based on the information provided, the case continued conventionally with manual instrumentation. No other complications were reported. Smith & nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during set up for a navio-assisted surgery, it was found that on the hardware connect screen the machine becomes irresponsible. The software hangs and the machine does not respond to touch command. The procedure was completed with manual instrumentation. Patient outcome is unknown.

Manufacturer narrative:
The navio cpu, pn 200509, sn (B)(6), intended for use in treatment, was return for evaluation. The reported event was confirmed functionally. During evaluation, the cpu was found to be faulty. Issues with the usb connection and the touchscreen were observed. The cpu was reset 3 times, and it operated as design twice. It's believe the issue is one interment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a failure in the vide card and/or motherboard. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The navio surgical technique manual (500197) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines" section of "performing trial reduction and postoperative assessments". The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.